Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, e1 (surgeon email), g3, h1, h2, h4, h6, h10 corrected: h6 health effect - impact code reported event was unable to be confirmed. A review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. A definitive root cause cannot be determined, however, it was noted during the investigation the decision was made to cement in the stem due to the inability to remove it. This system is intended for uncemented use only and would be considered off-label use under indications. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product: catalog number: 11-301815, lot number: 697830, brand name: arcos 15x200mm. Multiple reports were submitted along with this report: 0001825034-2021-02002. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that during a hip revision surgery, the proximal body would not fully engage the taper on the distal stem. Which lead to the surgeon cementing the stem into the bone. No additional patient consequences were reported and additional information on the reported event is unavailable.